Manufacturer narrative:
It was reported that "when removing ioban after surgery the patient sustained substantial bruising to operative arm, as well as an inch long skin tear." The facility further reported that "staff was very gently and used every precaution to remove ioban slowly, as well as applying saline to help loosen the adhesive." The facility indicated that "the skin tears were dressed appropriately and surgeon was made aware". It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that "when removing ioban after surgery the patient sustained substantial bruising to operative arm, as well as an inch long skin tear." The facility further reported that "staff was very gently and used every precaution to remove ioban slowly, as well as applying saline to help loosen the adhesive." The facility indicated that "the skin tears were dressed appropriately and surgeon was made aware".